Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. As a result, we cannot discern a root cause for the reported failure mode. However, a DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email the suction of the electrode is not working. The procedure was completed with same like product. Additional information received via email from the affiliate on 9-25-2017: the suction worked at the beginning 10 mins. The suction line was hooked up to ot room suction unit, not wall suction. The issue was detected after it had worked for 10 mins. There was no resulting surgical delay. The procedure was able to be completed, the surgeon opened another piece same product (228146). The surgeon opened another piece of same product. No patient impact.